Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on (B)(6) 2023 the surgeon was using 10mm ria2 head in metaphyseal region of tibia. The reamer wasn't advancing so they took an x ray and noticed the reamer head looked misaligned with the reamer shaft. The reamer was removed from the patient and it was broken at the legs of it. All the pieces were removed and we used another 10mm head with no issues. Procedure was completed successfully with ten(10) minutes of surgical delay. No patient consequences. This report is for one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: 08-sep-2021, expiration date: 31-jul-2031, part number: 03.404.016s, 10.0mm reamer head for ria 2-sterile, lot number: 342p106 (sterile). Lot : production order traveler met all inspection acceptance criteria. Packaging label logs were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Supplied was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m016, ria ii reamer head 10.0mm; lot number: 96p9107. Lot : inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073690 rev b met all inspection acceptance criteria. Certificate of compliance received dated 28-jul-2021 was reviewed and determined to be conforming. Certification for heat treat dated 09-nov-2020 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 53 hrc. Certificate of analysis supplied dated 11-sep-2020 was reviewed and determined to be conforming. Raw material certification supplied 13-aug-2020 was reviewed and determined to be conforming. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 10.0mm reamer head for ria 2 sterile was broken from the prongs, only the head fragment was returned. A dimensional inspection and a functional test for the 10.0mm reamer head for ria 2 sterile were unable to be performed due to post manufacturing damage. However, alignment issues are most likely due to the broken condition of the reamer head. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 10.0mm reamer head for ria 2 sterile would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: 14.0mm reamer head ria 2, rev. A / rev. A. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.